Manufacturer narrative:
Technician found that when the brakes were applied,t he casters would swivel. Replaced the brake casters to resolve this issue. Unit located in storage area.

Event description:
Information received that when the brakes were applied the casters would swivel. No injury reported.